Manufacturer narrative:
Complaint sample was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. It was not possible to inspect the decontamination certificate as no product code or lot number could be provided. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Additional information received: additional concurrent conditions included: constipation. On (B)(6) 2023, a new csf culture was taken and results remained negative. On (B)(6) 2023, a new rickham reservoir was inserted. The subject ended up missing a total of 2 infusions because of the event. To prevent further device related infections with cutebacterium acnes a vancomycin lock will be administered in the reservoir after each infusion in addition to starting benzylperoxide 5% skin decontamination 3 days prior to the infusion. The outcome of the event, previously reported as recovering/resolving has been updated to recovered/resolved on (B)(6) 2023. The investigator assessed the event of device related infection as not related to treatment with brineura but related to the icv device. No other etiological factors were reported.

Event description:
N/a.

Manufacturer narrative:
Additional information received: e1-reporting facility: (B)(6).

Manufacturer narrative:
Lot number provided (6333137) - DHR - conformed to the specifications when released to stock. Review of the sterilization certificate was conform to specifications when released. Additional information received: additional medical history included: mydriasis, epilepsy and urinary infection. Additional concomitant medications included: midazolam, phenylephrine hydrochloride, esomeprazole, nitrofurantoin, cefazolin, granisetron and heparin. Premedication for the subject's brineura infusions included paracetamol and lidocaine/prilocaine. Case comment: the patient experienced device related infection, which is a known complication of icv device use. The causality of event is assessed as not related to brineura. Additional information received on 23 may 2023: "the investigator confirmed that the pustule at the injection site was indeed the injection site of the icv device. On (B)(6) 2022, the subject underwent the implantation of intracerebral ventrisculostomy (icv) set (codman rickham holter). The serial number and model number were not available. The lot number was 6333137. The operator of the icv device was the investigator and it was located at the clinic. On (B)(6) 2023, the icv device was removed.".

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Study: a facility reported a "grade 3 device related infection": on an unspecified date, the subject underwent implantation of intracerebral ventriculostomy (icv) set (codman rickham; model and lot number not reported). Medical history : on (B)(6) 2018, the subject initiated treatment with brineura (300 milligram, qow, intracerebroventricular). On (B)(6) 2019, the subject initiated treatment with brineura for bmn study 190-504. The lot number for brineura was not reported. The most recent dose was administered on (B)(6) 2022. On (B)(6) 2022 and on (B)(6) 2022, the subject had csf cultures that became positive for cutebacterium acnes after approximately 14 days. There were no clinical signs of infection or pleocytosis was present. The results were judged to be a device related infection, either persistent despite extensive unspecified treatment in august 2022 and several negative csf cultures afterward on unspecified dates or a new colonization of the device with the same pathogen. On (B)(6) 2023 at 13:52, the subject was noted to have grade 3 device related infection and was hospitalized that day to have their rickham reservoir removed. Additional treatment for the event included ceftriaxone. On an unspecified date, treatment with brineura was missed due to the event. The subject was scheduled for a new csf culture that would be collected through lumbar puncture. If the scheduled csf culture remained negative after 14 days then a new reservoir would be scheduled to be placed and the subject would continue treatment with brineura. The outcome of the event was reported as recovering/resolving. The investigator assessed the event of device related infection as related to treatment with brineura and the icv device. No other etiological factors were reported.